Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe damage error and the probe broken possibly occurred by the following mechanism: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing a probe damage error. 5. A force was applied to the probe causing it to break the event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they were getting a probe damage error when the subject device was connected to the generator. The reported issue was observed during a therapeutic total hysterectomy procedure. The intended procedure was completed without a delay. There was no report of patient or user injury due to the event. It was later confirmed that the probe was completely broken during colpotomy at the end of the procedure. The subject device was returned to an olympus service center for evaluation. During device evaluation, it was confirmed that the probe was broken. This report is being submitted for the reportable malfunction of broken probe.

Manufacturer narrative:
During device evaluation, the device failed the probe check and error code u509 was generated when the device was attached to a generator. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.